Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling pain over their ins site following a motor vehicle accident. The patient wanted to get their ins checked. No further complications were reported. Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2019. The patient had a motor vehicle accident on (B)(6) 2019. Since then, they have experienced stimulation in their right arm where it is not needed. They previously had stimulation in their left arm only where their normal pain is for their spinal cord stimulator (scs). There was also a hematoma at the pocket site after the motor vehicle accident. The pocket site appeared normal on (B)(6) 2019. The patient¿s original area of pain is their left arm only. The rep met with the patient on (B)(6) 2019 where the patient told them about the motor vehicle accident, change in stimulation, and pocket discomfort. The rep performed an impedance test which showed electrode 7 and 10-15 out of range. The rep adjusted programming so that the out of range electrodes were not being used. The rep narrowed the pulse width to minimize stimulation in their right arm and to keep stimulation focused in the left arm. The rep told the nurse and healthcare professional (hcp) about the findings and actions taken during reprogramming. The patient liked the stimulation with the reprogramming. The nurse and hcp discussed the possibility of the ins moving inside of the pocket due to the motor vehicle accident. They discussed this likely being the cause of the pain at the pocket site. They advised to follow up in may suggesting that the pocket would likely heal by then. The patient did not have any issues with stimulation coverage or the pocket site prior to the motor vehicle accident. The patient left very happy with reprogramming. Their pain is only in their left arm. Reprogramming minimized stimulation in their right arm to almost none and provided full coverage of stimulation in their left arm. The patient does not want to have surgery if it is not needed. They left very happy with the plan to let the pocket site continue to heal as the hcp feels very strongly that the ins likely got moved around causing the pain at the pocket site with continued healing in hopes that the discomfort at the pocket site would subside. The issue was noted to be resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.